Event description:
It was reported that customer was "getting bubbles within the cartridge and into the tubing/cannula". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.